Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2492, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in 2010. Additional information was received on 05-nov-2015 (case# FDA-2014-n-0736-2518) and on 25-nov-2015. Her life has been horrible. She experienced heavy bleeding, bleeding beyond a normal period, blood clots the size of a silver dollar; severe back pain, mood swings, headaches, nausea, stomach pain; hair loss, nail fell of big toe; severe acne, bloating and weight gain. That gained momentum over the years was increasing. The past year it became debilitating. She lost her job, missing so much work. When her period came now, she was crawling to reach her bed or chair. The pain was so intense. She was tired all the time, sleep for hours and felt like she had never slept. She went to the doctor who placed the device and he laughed at her, said no way the device was causing all those complaints and there was no way to remove the coils. She also experienced mental fog. Doing research she found a clinic that would remove the coils and not resort to a hysterectomy. The doctor removed both coils. One migrated. Product technical complaint investigation result was received on 25-nov-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy bleeding (beyond a normal period) with blood clots after essure (fallopian tube occlusion insert) insertion. The coils were removed. One migrated. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer reported heavy bleeding (regarded as genital bleeding) and dysmenorrhea amongst other non-serious events. She stated essure was removed; it seems that during the surgery one coil was found migrated (exact location not specified). Although limited information was provided; considering events nature; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (intervention implied) based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the procode knh was replaced with hhs.